Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The surgeon did not believe the issue was caused by the hardware and felt it was related to the patient¿s anatomy. The surgeon stated they would like to be prepared to replace both the tibial and talar trays and would like to use an inbone stem tibial implant. The surgeon also stated they would like to remove a few millimeters of tibial bone to create additional space for the polyethylene implant, noting the #6 (smallest) polyethylene implant used was very tight. The surgeon was unsure whether this contributed to the issue. The surgeon also stated they will re-evaluate the patient¿s gastrocnemius-soleus equinus and address it anatomically as needed.